Event description:
Customer reported that the insulin pump alarmed during manual prime and the drive support cap is missing. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had scratched lcd window, cracked battery tube threads and broken reservoir tube lip. No unexpected beeping noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.